Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were having issues with their controller and the issue began probably about a week ago. Patient stated after they were done charging, sometimes the controller would make a sound to notify them, but sometimes it didn't. Patient said the biggest problem was that the controller would go into lock mode as they were charging and for the last couple days when they pressed the controller buttons to take the controller out of sleep mode, the controller wouldn't come back on. Patient mentioned they had to loosen the outside case and "jiggle the battery pack" to get the controller to come on again. Patient service specialist asked patient if the controller was responsive to button presses and patient said they didn't know what it was supposed to do. Patient mentioned sometimes the controller did do an audible sound when finished, but not always; patient said sometimes they would turn the screen on and the implanted neurostimulator would be at 100%, but there would be no finished message. Agent explained controller can display 100% before being finished. Patient confirmed they saw the finished screen and thought they did not hear the beep every time, but they weren't entirely correlating the noise to that screen. An email was sent to the repair department to replace the controller. Patient noted they had their implanted battery had been replaced like a year ago. Pt noted the battery pack was hard to remove. Pt inquired about replacement processes and agent reviewed information.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) , UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97745nt serial# (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.